Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-107006 liner sz 26 lot #: unknown; item #: unknown, unknown stem lot #: unknown; item #: unknown, unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00501.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. The patient underwent a revision due dislocation. The liner and head components were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Xray review notes a left total hip arthroplasty with asymmetric superior position of the femoral head within the acetabular cup suggesting polyethylene wear with partial but not complete dislocation. Possible fracture involving the left medial acetabulum. Osteopenia significantly limits evaluation. The acetabular cup appears to be vertical in position. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.